Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mechanical thrombectomy procedure, a patient with a medical history of atrial flutter or atrial fibrillation, hyperlipidemia, hypertension, and no tobacco use, who was being treated for an ischemic stroke in the left internal carotid artery, experienced a hemorrhagic transformation in the left basal ganglia as observed on brain computed tomography. A post-procedure complication of ph1 hemorrhage was noted. The modified rankin score changed from a baseline of 0 to 4 during the procedure, and the tici score changed from a baseline of 2c to 0 post-procedure. The nihss score was 18 at baseline, and post-procedure assessment was not performed. Intravenous tissue plasminogen activator was contraindicated. The access location for the procedure was the femoral artery. The patient outcome was reported as alive with no injury.